Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer¿s blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, no additional information regarding this event was provided.